Event description:
It was reported that high, out of range, pacing lead impedance was observed. During in-clinic testing, the measurements were in normal range. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.